Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. A log review showed the vessel sealer extend instrument was used for about 55 minutes. The logs showed some errors that were not relevant to the complaint.

Event description:
It was reported that during a davinci-assisted malignant hysterectomy procedure, there was bleeding from the right uterine vessel and the procedure was converted to open surgery. Prior to the event occurring, the vessel sealer extend (vse) worked properly, and appropriate tones were heard. While clamped on the right uterine vessel with the vse instrument, the vessel appeared to be under too much tension and ripped away from the jaws. Sealing had just been initiated, and appropriate tones were heard. The procedure was converted to open to control the bleeding and the vessel was repaired by a vascular surgeon. The estimated blood loss was 500mls, but the patient did not require a blood transfusion. This caused a two-hour procedural delay, but the procedure was completed, and the patient was taken to the recovery unit. It's unknown if the patient experienced any post-operative complications. The surgeon does not think that a da vinci system, instrument, and/or accessory caused or contributed to the reported event.